Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information becomes available, the complaint will be reopened to assess the appropriate level of investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ ii tubes, there were gel residue in the serum leading to erroneous bhcg results in an unspecified number of devices . No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ ii tubes, there were gel residue in the serum leading to erroneous bhcg results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.